Event description:
It was reported that the pump battery could not be charged. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was provided. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.